Event description:
It was reported that during a surgical procedure, the turning mechanism on the cup handle was broken. The surgeon was unable to align cup and screw holes. The cup alignment mechanism would not turn without turn cup. Was there any reported patient or user harm? No. Was there a significant delay? No. Was the issue found during use? Yes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.